Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report unexplained high blood glucose levels. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl. The customer treated with a bolus and a manual injection. During troubleshooting, the customer found a large air bubble in the reservoir and a slightly bent cannula. The customer was shipped tubing clamps and was advised to call back when they received them to complete troubleshooting. Nothing was replaced or returned.